Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the patient has a v4c lens implanted. The surgeon wants to replace it with a v4b lens due to dysphotopsia, glare, and halos. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.